Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states: "inadequate range of motion due to improper selection or positioning of components." And number 15 "interoperative or postoperative bone fracture and/or postoperative pain." The following section could not be completed with the limited information provided. This report is number 3 of 5 mdrs filed for the same event (reference 1825034-2012-02382 / 02386).

Event description:
It was reported patient underwent right total knee arthroplasty on (B)(6) 2011. Patient reports alleged pain, inflammation, fluid buildup, and issues of straightening knee. To date, no known revision is scheduled. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.